Manufacturer narrative:
The t:slim pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load sequence. The customer's blood glucose (bg) level was 230 mg/dl. Reportedly, the customer was able to load a new cartridge successfully. Additionally, it was reported that the date was inaccurate on the pump. Reportedly, the customer had traveled and neglected to change the date setting. The customer's bg level was 75 mg/dl.